Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# / serial# unknown implanted: unknown explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign) regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the patient had an MRI (magnetic resonance imaging) performed on (B)(6) 2024 and the pump motor stalled but has not yet recovered. The pump had been alarming every 10 minutes since, and it had been approximately 5 minutes since the patient left the MRI. Interrogating the pump until logs show a motor stall recovery was being considered. It was further reported that the patient's catheter was blocked and pump was running at the lowest dose. No patient symptom was reported. The date of the event was not specified.